Event description:
It was reported that tandem mobi pump generated cartridge alarm 34, and customer was unsure whether alarm occurred during load process but indicated no prior alarms of this type and no exposure to external magnets. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge and attempted a 9-unit bolus, but alarm recurred and bolus did not complete, so customer switched to multiple daily injections for backup insulin delivery while technical support arranged replacement pump and cartridge.